Event description:
A procedure was scheduled that required instrumentation not maintained on site. Instruments are to be delivered thoroughly cleaned, inspected and tested for proper function. These instruments are not sterilized, however, and so are delivered to this facility a minimum of 12 hours prior to the scheduled procedure for the check-in and sterilization process. For this particular case, ten trays were received from biomet and three contained soiled instruments. Tray 2 of 10 had flakes in groove of alliance reamer, tray 4 of 10 had flakes packed inside instrument, tray 7 of 10 contained inserter instruments with dirt, chunks and flakes inside the springs.